Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported events could not conclusively be established through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device- 1 year and 1 month. The lvad was explanted from the patient after expiration. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient was admitted to the hospital on (B)(6) 2017 and presented with fever, tachycardia and anemia symptoms. The patient¿s white blood count (wbc) was 16.2. One of two set of blood cultures were positive for pseudomonas aeruginosa. The driveline infection was complicated by septicemia/bacteremia. The patient was treated with long term broad spectrum antibiotics. The patient expired on (B)(6) 2017. There were no reported device issues associated with the patient¿s outcome. No autopsy was requested and the pump was not explanted. No additional information provided.